Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's trainer reported via phone call that the customer was hospitalized for low blood glucose. Customer treated his low blood glucose with 300 units of insulin and a lot of orange juice. Customer took off the device. Customer's blood glucose at time of emergency room visit was 204 mg/dl. During troubleshooting, insulin pump passed the self test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.